Manufacturer narrative:
User facility/importer (devices only) address : (B)(6) general hospital. (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a minimally invasive surgical procedure at l4-5 to treat spondylolisthesis at l4. It was reported that the rod disengaged from the inserter. The rod was seated on l5 but not l4. As a result, the procedure was converted to an open procedure and the rod was retrieved and the construct rebuilt. No additional patient complications were reported.